Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast implant, catalog # 3503420, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with an saline mentor smooth round high profile 420cc and experienced deflation and capsular contracture (baker grade unknown) on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information clarifying there was no capsular contracture on the left breast implant. Device evaluation summary: it was reported that a 60 year old female patient underwent a primary breast augmentation with an saline mentor smooth round high profile 420cc and experienced deflation on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 9.9 cm running from the anterior aspect to the posterior aspect. A crease was also observed on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).